Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device alarmed high pressure. No patient harm or no patient injury. No delay of therapy. No physical damage reported. The event occurred while in use with patient.

Manufacturer narrative:
One device was received for evaluation for the complaint that the device alarmed high pressure. The review of event log found that one occurrence of error code 1310. The error code was cleared and unable to replicate. There was no 12-month service history during the review. The visual and functional testing was performed. The complaint was unable to confirm through dso/uso test and the volume accuracy test. The pump passed all testing criteria, and the performance verification testing was performed.